Event description:
The customer stated an architect i2000 analyzer using reaction vessels of lots 73319p100 and 71092p100 generated error code 1007, unable to process test, activated read failure, and error code 1006, unable to process test, background read failure. There was no adverse impact to patient management reported.

Event description:
A (B)(6) old female pt contacted zoll lifecor customer support to report that this monitor would not power on with either battery pack. The pt received a replacement monitor.

Event description:
The field service engineer confirmed crystallized material was present on the architect wash zone ground strap. The ground strap was replaced without incident or injury.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated error code 1007, unable to process test, activated read failure was frequently occurring on the architect analyzer with reaction vessel lot 69435p100. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) no method, results or conclusions can be made at this time. Suspect medical device, lot #: in the initial and follow up medwatch submissions, suspect medical device, lot # was submitted with lot numbers 69435p100 and 69006p100. These lots of suspect medical device were not associated with remedial correction recall 1415939-2/27/09-003-r, therefore, lot # was changed to 68119p100.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: suspect medical device reaction vessel lot was corrected from 68119p100 to 69435p100. In previous submissions, lot 69435p100 was in use at the customer facility and remains associated with remedial action reporting number 1415939-2/27/09-003-r. Additional suspect medical device lots in use at the customer facility were lots 68119p100 and 69006p100. Upon further review, another suspect lot, 69684p100 was also in use at the customer facility. Expiration date: na an investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Pt tested at clinic, pt's meter results were 2.4 and 2.1 and clinic meter (coaguchek) results were 3.5 and 3.4 respectively. Pt does have lung cancer and a clot, but his hematocrit was at 39.6% on (B) (6) 2010.